Event description:
It was reported that patient's one of the leads migrated. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead which resolved the issue. Adequate therapy was restored post operatively. Patient has two leads. Unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), sn: (B)(4), batch a000040488. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.